Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported events as follows: precautions for use: "if the needle is blocked, do not increase the pressure on the plunger rod but stop the injection and replace the needle." Method of use-posology: "juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc. During injection 0.1 ml was injected and ¿suddenly, on the second press performed at the syringe piston, there was a noise, like an explosion and product leakage.¿ it was reported the ¿needle was tightly coupled as always.¿ the physician had the impression there was air inside of the syringe but doesn¿t know what happened. No injuries reported. Packaged needle was used.